Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the image processor computer power supply were replaced. The software version 20 was loaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not start up. No pt injury was reported.